Event description:
It was reported the atw35 and the tr35w was used during a laparoscopic assisted vaginal hysterectomy. It was reported after the fourth firing of the atw35 on the round and broad ligaments on pt's left side the device was removed and the surgeon noticed immediate bleeding from the staple line. Closer examination revealed that the staple line did not look complete or normal and the surgeon thought staples did not fire all the way. The surgeon used electrocautery on the area and procedure continued. There was no consequence to the pt. The rep is only returning the reload.